Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump passed the dat test at 0.08810 inches. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 724 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer reported the drive support cap to appear normal. The insulin pump will be returned for analysis.